Event description:
The facility reported a flo-gard infusion pump with a malfunction of insert clamp. The event was reported to have occurred after delivery in the biomedical service department. According to the hospital representative the patient was not involved. The quality engineer later assigned the broken door to be the determined problem; this condition had the potential to interrupt delivery. No injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with a malfunction of insert clamp was not confirmed by service. The quality engineer assigned the broken door to be the as determined problem. This condition was caused by a broken door. The pump head door and required parts were replaced to correct the reported condition.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition.